Event description:
I had breast implants put in 2010. Since implantation I have had severe food intolerances, headache, brain fog, extreme fatigue, skin rashes, depression, chronic painful joints, and constant injuries. Tinnitus, severe gastrointestinal problems, such as diverticulitis, and ibs. Headaches, mood and hormonal changes, brittle bones, breast pain and discomfort, such as a burning sensation, and aching.